Event description:
On 9/25/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) requiring hospitalization. The event occurred on (B)(6)2024. On(B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user reported they went to the emergency department (ed) for hyperglycemia, suspecting a failed infusion set. The user reported that upon removing the convatec inset (23", 6mm) teflon infusion set, the cannula was bent. The user reported their dexcom g7 continuous glucose monitor (cgm) reading was high (>400 mg/dl). The user also utilized backup shots to manage their high bg levels. At the hospital the user received fluids and an insulin IV drip and was released on (B)(6) 2024. They experienced nausea and vomiting. After they were discharged the user reconnected to the ilet.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. Insulin dosing was stopped multiple times for prolonged periods on the days leading up to the event for multiple different reasons, including dosing was paused by the user and not resumed when reminded, the insulin cartridge ran out of insulin and was not promptly replaced, and the cgm sensor failed and was not replaced, and no bg values were entered into the ilet. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended when it was able. This hyperglycemic event was caused by the user failing in multiple ways to maintain the device to allow for continuous insulin delivery. Having the device volume set to "off" contributed to the severity of the event.